Event description:
The sales rep has reported on behalf of the customer, that a 28mm -4 trial head allegedly broke during surgery. The sales rep reported that when dislocating after trialing with head the trial head came out broken.

Manufacturer narrative:
An event regarding fracture of a trial femoral head was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. A review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review could not be performed because the device associated with this event was not returned nor was it properly identified. The event could not be confirmed nor the root cause of the reported device fracture determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
The sales rep has reported on behalf of the customer, that a 28mm -4 trial head allegedly broke during surgery. The sales rep reported that when dislocating after trialing with head the trial head came out broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.